Event description:
It was reported via legal documentation ous, that this patient had a left hip revised in (B)(6) of 2019. It is stated that the patient has a need for an immediate revision, "probably" for (B)(6) 2025, and has reported pain and psychological impairments. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10/d11: concomitant medical products: 5228099 130-32-52 - crown cup inlay neutral gr.2,32mm. 4817026 136-32-51 - crown cup inlay,lat.+5 gr.1,32mm. 5772139 180-01-50 - crown cup,cluster-hole gr.50. 5560528 180-01-52 - crown cup,cluster-hole gr.52. 6034390 180-01-54 - crown cup,cluster-hole gr.54. H3. Investigation results - the device novation crown cup line with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined. However, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no clinical information provided. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Pending investigation- new investigation required due to information found in translated document. Correction- b3 use implant date, b5 due to translation of ous information, b7 right hip, h6 medical device problem code & investigation findings- to be reinvestigated due to additional information.

Event description:
Correction-patient had an initial left hip arthroplasty for advanced arthrosis with gait disturbance and progressive hip pain on (B)(6) 2019. The patient underwent inpatient rehabilitation services for an unspecified length of time. ¿subsequent examinations confirmed the suspicion that the implant from your house had considerable wear, which is why the attending physicians determined that there was an immediate need for revision.¿ revision surgery for the left hip is reported to be scheduled for (B)(6) 2025. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
H10. H6. The most likely cause for the pending revision reported due to early prosthesis wear is a combination of the risk factors; a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
After further review of additional information received the following sections d6b, g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3) the most likely cause for the pending revision reported due to early prosthesis wear is a combination of the risk factors specified as a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2 h6. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, a contributing factor may have been using another manufacturer¿s femoral components, which is considered off-label use. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.